Event description:
Reportable based on device analysis completed on 11-march-2015. It was reported that crossing difficulties was encountered. The target lesion was located in the severely calcified vessel. A 3.50x24mm promus element¿ drug-eluting stent was selected for use and advanced but failed to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation. Additional information confirmed that the stent was still on the stent delivery system when removed from the patient and the stent was severely deformed.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The stent delivery system was returned for analysis. No issues were note with the profile of the tip. The device was received at the complaint investigation site with the stent detached from the delivery system. The stent of the device was not returned for analysis. There was no indication that stent detachment formed part of this complaint incident. The balloon was evenly folded and was not subjected to positive pressure. The balloon was also found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).